Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, mildly tortuous, 85% stenosed, de novo distal marginal artery, the 2.5 x 23 mm xience prime stent was deployed, however, a dissection was noted. A second non-abbott stent was used to treat the dissection and complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.